Manufacturer narrative:
MFR ref no.: (B)(4). During baxter's evaluation, the identified delayed keypad response was found to be approx a 3 second delay. The keypad was tested and all keys were found to be functioning as expected. Evaluation determined the cause to be a failed processor printed circuit board. The failed processor printed circuit board was replaced.

Event description:
During baxter's evaluation, it was found that a spectrum pump experienced a delayed keypad response. There was no patient involvement.